Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose results. Daughter is calling on behalf of the customer. The customer is concerned with back to back results obtained of 75 and 153mg/dl. The expected fasting blood glucose test result range is 100 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living area. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 5/27/2019 and open vial date is 5/21/2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Daughter called for her mother, who is having high blood results and then rechecks the blood results again and it is so different. She is resticking the finger and staying on the same hand and still the results are not within a 15% variance.